Event description:
It was reported that during a lap cholecystectomy procedure, on the 6th firing the device was fired over an artery. The jaws locked. The clip fired but they could not release the jaws once fired. They had to pull the device off the tissue. There was no tissue trauma reported. This firing was the last clip used in the procedure; therefore, there was no need to open a new device. There was no pt impact.

Manufacturer narrative:
Info anticipated, but unavailable at this time.